Event description:
It was reported that the customers pump was losing time by 10-15 minutes, requiring manual adjustments to correct it. There was no adverse impact to the customer¿s blood glucose level. No further troubleshooting was requested, and no additional information was received regarding the outcome of the event.